Manufacturer narrative:
Follow-up #1: date of submission 10/26/2015 device evaluation: the device has been returned and evaluated by product analysis on 10/09/2015 with the following findings: no evidence of drastic voltage draws observed in the bb history. One unusual cs 128 replace battery alarm was observed in the bb history. Current draws within specifications. The battery compartment was intact; no damage or cracks observed. No evidence of moisture observed inside the battery compartment. The pump case was removed and no intermittent conditions or moisture was found inside the pump. The display was found to be dim, faded, and discolored. Unable to duplicate battery life issue.

Manufacturer narrative:
The pump has been returned to animas. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.